Event description:
It was reported that the device had no pacing trend data. The memory bit was flipped and could not retrive data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.